Manufacturer narrative:
(B)(4). Date sent: 01/22/2019. Additional information received: my gastric emptying study that was done in (B)(6) 2018 was not normal. While it was 100 percent one year ago, I was told that only 53 percent is emptying now. Even though I am diabetic, my sugar has been steady for many years, in the range of 90-120 on the average. An x ray of the lynx was done in (B)(6) 2018 and it was found that it has not moved and its in its original location. Right from day one after the lynx was installed, I had heartburn, diarrhea, gas, and I continued to take nexium and pepsids. Is it because the lynx was not working or was it working but the damage to the nagus nerve negated any benefits that the lynx provided.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: do you have the linx product code (model number)? Patient does not know lot number and serial number (if applicable). Were there any intra-operative complications during implant? Patient does not know, his surgeon did not tell him. Was there any hiatal or crural repair done at the same time as the implant? Yes the patient thinks the surgeon did a little, according his gastro doctor, he did a little bit. Once you follow-up with your gi doctor and linx physician, please let us know if there are any updates to your file. Before the patient had the linx involved he had a gastric emptying study, the linx wasn't working and he was still taking the pills, in (B)(6) of last year, it was believed the vagus nerve was damaged, another gastric emptying study was done and it was only working fifty percent, concluding that the vagus nerve was damaged. The heartburn has gotten worse, taking 1 nexium and 2 pepsids and now he's taking two nexiums and two pepsid. Additional information received: linx device implanted in 2017 and didn't work still on nexium, having diarrhea, gas and back to see surgeon. Had xray and confirmed device was still in place. Gastric emptying study done, and all was fine; still having issues.

Event description:
It was reported that the was linx implanted on (B)(6) 2017. Prior to the linx, the patient had a gastric emptying study which was normal. Within a month after the implantation of the linx device, the patient experienced increased heartburn, diarrhea, gas and constipation. The patient had another gastric emptying study and was found to have gastroparesis. The patient currently had to use nexium and prilosec daily to help control reflux. The patient has a history of diabetes.